Event description:
It was reported that during an interventional procedure to a de novo, proximal right coronary artery with a vessel diameter of 4 mm, lesion length 5 mm, mild tortuosity, eccentric, moderate calcification and 75% stenosis, predilation was performed with a non-abbott balloon. The 4 x 8 mm multi-link vision stent delivery system was advanced and inflated to deliver the stent. Cine revealed no stent within the lesion. The stent was found on the prep table and it was thought the stent was dislodged during removal from dispenser. The procedure was completed with balloon angioplasty as hemostasis had already been achieved at the puncture site. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted contrast visible in the balloon and inflation lumen, consistent with preparation and use of the catheter. The stent implant was dislodged from the balloon and was returned, confirming the reported dislodgement. There was no damage noted to the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameters were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. It is possible that the protective sheath was inadvertently handled during removal, resulting in the stent dislodging from the balloon however this could not be confirmed. It was reported the sds was advanced to the lesion and the balloon inflated before it was noted the stent was missing. It should be noted the multi-link vision coronary stent system instructions for use (IFU) states: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, it does not appear that the failure to inspect the sds prior to use contributed to the stent dislodgement. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for stent dislodgements. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.